Event description:
An over-infusion of tpn occurred due to an unprogrammed rate change. Reportedly, the pump's rate changed from 75cc/hr to 975cc/hr without intervention. When the over-infusion was discovered, the pt was administered lasix, but was not seriously injured.